Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was partially inserted and removed with no pt injury. The reporter stated the lens was most likely torn while being folded/during loading process.

Manufacturer narrative:
(B) (4) visual inspection of the returned product found the lens optic torn into pieces and one haptic torn off. There was evidence of debris on the lens. The lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4).